Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), it was noted one of the grippers would only drop to 100 degrees with tension on the gripper line and the gripper lever lowered. Troubleshooting was performed and the gripper still did not lower therefore the device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.